Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligner use caused them issues with their gums and teeth and they had to stop on the 4th tray. Their dentist feels that the aligners had caused damage to their gums. Patient provided a letter of recommendation. In the letter the dentist states that after a periodic dental evaluation, it was determined the patient is experiencing signs of advancing gum recession, which appears to have progressed since initiating byte aligner treatment. Dentist requests that patient stop treatment with byte.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.